Event description:
The daughter of a (B)(6) male patient called zoll lifecor customer support to report that one of the patient's batteries will not power up the system. The patient was provided with a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem was confirmed. The cause of the battery not powering the monitor was defective cells within the battery pack. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified, but is likely electrolyte from a leaking cell. The root cause of the leaking cell has not been determined. The battery cells were replaced. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.